Event description:
It was reported to boston scientific corporation that a spyscope ds ii and spy ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed on (B)(6) 2022. During the procedure, when the spyscope was plugged into the controller, the picture was coming blurry. The physician proceeded with the procedure using spy bite max forceps to biopsy a stricture. All of a sudden, the screen goes blank and grey dots appeared on the screen. They tried to unplugged and plugged back in and the same problem happened. Blurry picture then grey dots. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.